Manufacturer narrative:
Note : product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference celsite (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr (B)(4) which complies with our specifications and does not present any discrepancy. No other complaint has been reported to us on this batch of 299 access ports released in july 2018. Investigation results: we received for investigation one celsite st301 from batch nr (B)(4), two punctures are visible on the septum. We received a part of catheter of 24.5cm long, it is graduated from 7 to 31. We noticed that the catheter has been cut from both extremities. Both cut areas are smooth. We received the connection ring disconnected from the access port, fibrin residues are visible inside. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. The following measures are in mm. Characteristics measures (mm) specifications (mm) catheter: int. Diameter 1.08 1.10+/-0.05, ext. Diameter 2.80 2.80+/-0.05. Exit cannula: ext. Diameter 1.54 1.55+/-0.02, shoulder diameter 2.40 2.40+/-0.01. Connection ring: int. Diameter 2.86 2.85+/-0.02. These characteristics conform to our specifications. Disconnection test: a disconnection test has been performed on the returned access port. The disconnection force obtained is 19.6n which is superior to the requirement of the iso (B)(4) (f>5n). Conclusion: no manufacturing defect has been detected on the returned sample; the returned device is compliant with our specifications. The batch history file does not present any abnormality. The pull test at the juncture access port-catheter results conform to our specifications. The disconnection forces of the catheter is more than 3 times superior to the requirement. Only two punctures are visible on the spetum, we assume that the catheter disconnection has been occurred shortly after the implantation. The incident could be due to an incorrect connection of the catheter to the port. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port"(IFU (B)(4)). However, without the x-ray pictures of the implanted device and the requested information we cannot conclude about the root cause of this incident. This is a rare incident, no corrective action is currently envisaged. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
"Catheter disconnection from the access port ".